Event description:
It was reported externalized conductors were discovered during eri generator change out. No electrical anomalies were detected. Lead remains implanted. Patient will continue with routine follow-ups. No patient complications associated with event.